Manufacturer narrative:
(B)(4) follow-up emdr for correction: after further evaluation of the complaint, it has been determined that the reported event is not MDR reportable. Supplemental MDR submitted to reflect the non reportable decision. Four photos¿ samples were received by our quality team for investigation. Upon visual inspection, it was confirmed that the product labeling did not come from mannford. Product was repackaged. The product leaving the mannford facility is not shipped out in a repackaged container. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001488833 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. There is no evidence supporting that the labels in the photos were applied to the product at mannford. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Mat# 50-7050. Lot# 0001488833. It was reported by the customer that physical product was found with no product label. Verbatim: on 14 nov 2022, singapore rdc received shipment 7115044442 via air, hawb 330014790796: from plainfield, USA. During inbound receiving and inspection, rdc received 29 cases (290ea) of oncology products, which the packing list indicated the catalogue number as 50-7050 batch 0001488833. However, physical product was found with no product label, therefore, the product cannot be identified and unable to verify against packing list. 30jan2023: I have attached the photos taken by rdc team in nov 2022. By referring to the photos, the outer box carton was found with no product label.

Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(6) patient problem code: (B)(6).

Event description:
It was reported by the customer that physical product was found with no product label. Verbatim: on (B)(6) 2022, singapore rdc received shipment (B)(6) from plainfield, USA. During inbound receiving and inspection, rdc received 29 cases (290ea) of oncology products, which the packing list indicated the catalogue number as 50-7050 batch (B)(4) however, physical product was found with no product label, therefore, the product cannot be identified and unable to verify against packing list. (B)(6) 2023: I have attached the photos taken by rdc team in nov 2022. By referring to the photos, the outer box carton was found with no product label.